Manufacturer narrative:
D10: concomitants: 02-010-03-0235 - logic cr femoral cem, left, sz 3.5 (B)(6). 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t (B)(6). 200-02-32 - three peg patella 32mm (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a party stated that she had plastic flowing from her left knee implant that caused her pain. A future revision in (B)(6) 2025 was indicated. No further details are available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d6a/d6b, h6. MDR section codes updated/corrected: b, c, d, e, f. The reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.